Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient with this device experienced syncope while operating a motor vehicle. The patient was seen in the emergency room where the patient was noted be be in complete heart block. It was reported that the patient had coded and was intubated. The right ventricular (rv) lead impedance was noted to have dropped from ~600 ohms to ~300 ohms with an associated increase in pacing thresholds. Loss of capture (loc) was seen with resulting greater than two seconds of asystole to the patient. Once the patient's condition was stabilized, a revision procedure was performed where the rv lead and device were explanted. Both products were returned for analysis.